Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4). No anomalies were found. Visual analysis revealed grommet damage.

Event description:
It was reported that during implant procedure, there was sensing difficulty, oversensing, and noise on both ra and rv leads upon putting the device in the pocket. The device was not implanted. No patient complications have been reported as a result of this event.